Event description:
A report was received that the pt was explanted in 2010. No further details were provided.

Manufacturer narrative:
The explanted devices were not returned to bsn as the whereabouts are unknown.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.